Manufacturer narrative:
(B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5 12.6 implantable collamer lens of -11.00 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. Excessive vault was observed with glare and haloes and blurred vision. On (B)(6) 2022 the lens was exchanged for a shorter length lens and the problem was resolved. Cause reported as unknown. Device did not fail to perform as intended.

Manufacturer narrative:
Corrected data: d9: return date 06-feb-2023. G2: foreign other: malaysia h3: device evaluated: no. Claim# (B)(4).